Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05435. It was reported that the implantable cardioverter defibrillator and right ventricular lead provided inappropriate high voltage therapy due to elevated heart rate for a possible supraventricular tachycardia. Patient was stable.

Event description:
New information received states that the device was reprogrammed and the patient was stable post procedure.